Event description:
Clinical study. It was reported that following a percutaneous renal artery intervention, the patient expired. One 12 mm long target lesion was identified in the left renal artery with 80% stenosis and a 6.5 mm reference vessel diameter. The physician treated the target lesion with pre-dilatation and placement of a 6.0x18 mm express sd study stent. Balloon post-dilatation was performed reducing the stenosis to 0%. The patient tolerated the procedure without complication and was discharged the same day on protocol doses of aspirin and clopidogrel. At 1708 days after the index procedure, the patient died. The site found documentation of the patient's death via social security index. They are trying to obtain a death certificate with a cause of death, but so far have been unsuccessful. No additional information is available at this time.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met specifications. The most probable root cause is anticipated procedural complication as it is a known physiological effect of the procedure noted within the directions for use (dfu).